Event description:
According to the reporter, during a robotic laparoscopic lower anterior resection, it was determined that procedure cannot longer performed robotically due to extensive abdominal wall adhesions. After converting to open and continuing to perform the dissection, the surgeon reached the distal margin and was ready to perform the distal transection of the bowel lumen. After the initial surgery, the patient had an anastomotic leakage and infection. Additional surgery was performed to resolve the issue.

Manufacturer narrative:
D10 concomitant products: unknown eea, unknown eea (lot#unknown); unknown endo gi, unknown endo gia instrument (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic laparoscopic lower anterior resection, it was determined that the procedure cannot be performed robotically due to extensive abdominal wall adhesions and thick tissue. It was difficult to visualize deep in the pelvis. After converting to open and continuing to perform the dissection, the surgeon reached the distal margin and was ready to perform the distal transection of the bowel lumen. The conversion of the surgery was not due to any device issue, but the surgeon's decision due to being unable to determine the appropriate margin. After the initial surgery, the patient had an anastomotic leakage and infection. Additional surgery was performed to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.